Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.